Manufacturer narrative:
Patient requested to keep components.

Event description:
Revision surgery - due to a painful, loose humeral component.

Manufacturer narrative:
The reason for this revision surgery was loosening and pain. The length of the implant in-vivo service was 3.5 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record and investigation history was not conducted since a lot number was not provided or could be established for the original explanted part. A search the djo surgical patient database was not conducted since biomet products and surgeries are not included at this time in the historical records. This event is deemed to be non-product related. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of the joint instability/dislocation. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.